Event description:
The risk manager from the hospital, reported the following event to the sales rep: during the implantation of the nail, the nail got stuck in the nail holder.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.